Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the cable on the mega suturecut needle driver instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. The other cables were not damaged at the wrist. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.